Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to soft tissue complication or infection (site of infection not confirmed). The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.